Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that door closing switch was functioning normally but both lower and upper door cap had cracks . It was reported that the door caps were replaced which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect door caps have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion cervical procedure, the imaging system was not fully closing around the operating table and would not respond when any button on the pendant were pressed including door open or emergency door open buttons. Tube and detector lights on the gantry were flashing. It was reported that rebooting the system multiple times and pushing both door sides after reboots resolved the issue and the site was able to successfully acquire imaging scan. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that while testing the imaging system, the c and d drives were defragmented and the door close switch were readjusted. It was also noted that old patient exams were deleted from the viewing station of the imaging system due to a high volume being present.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.